Event description:
It was reported that during surgery, the ardis implant broke as it was being tapped. The broken pieces were removed from the patient and the surgery was completed with a different implant. There was minimal delay to the case and no impact to the patient.

Manufacturer narrative:
Examination of the device is not possible since it was discarded and not returned. No conclusions can be drawn for the root cause of the source of the broken implant. No action is planned at this time since no manufacturing, product or system discrepancies or deficiencies were identified. This is the final report that will be submitted associated with this incident and device.